Event description:
The customer reported the system displayed a filament error. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet reported on the evaluation of the system. (B) (4).